Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced. The lead exhibited chronic high thresholds and ultimately was unable to capture. No additional adverse patient effects were reported.